Manufacturer narrative:
D9 date returned to manufacturer: (B)(6)2024 device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was bubbled, the upstream occlusion seal was worn and the latch handle was bent. Functional testing confirmed the reported issue. The downstream occlusion sensor was replaced. Service history review identified the complaint was related to a previous service of the device for the same issue within the review period.

Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a bubbled downstream occlusion (dso) seal. It is unknown if there was patient involvement, no adverse patient effects were reported.